Event description:
It was further reported that the obtuse marginal (om) was an 80% stenosed and tortuous lesion. The lesion was predilated with a 2.5x12mm non bsc balloon and then the physician attempted to advance a 2.25x24mm ion stent delivery system (sds) through a 3.5x23mm promus stent that was previously implanted in the om, off of the circumflex artery (cx). After the ion stent became dislodged from the sds, the stent was deployed where it was in the mid left anterior descending artery (lad). A 2.25x12mm ion sds was then advanced but was unable to cross lesion. The sds became caught in the lesion and was deployed where it became stuck in the proximal lad. It was noted that both of the ion stents were fully expanded and successfully deployed in the lesion. Post dilation was performed with a stent delivery balloon at 14atms for 20 seconds and 8atms for 20 seconds.

Event description:
Same case as MFR# 2134265-2011-03323. It was reported that during a stenting treatment procedure withdrawal resistance occurred and the stent was implanted in an unintended location. Access was obtained via the right femoral artery. The target lesion was located in the obtuse marginal (om). The physician attempted to advance a 2.50x24mm ion stent delivery system (sds) through a pre-existing stent in the om off of the circumflex artery (cx). While trying to advance the sds, the physician met resistance and when the device was pulled back it got caught, it was believed on either the non bsc guide catheter in the lesion or on the pre-existing stent. The stent dislodged from the sds and the physician deployed the stent where it was with a 1.25mm non bsc balloon. The physician attempted to advance a second 2.50x24mm ion sds to the lesion; however, this device was also unable to cross the pre-existing stent and became caught in the lesion. The physician was concerned that this stent would also dislodge if an attempt was made to pull it back; it was decided to implant the stent where it was stuck in the vessel. The procedure was completed at this point with no additional patient complications reported. The patient's current condition is okay.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Describe event or problem, (B)(4), device lot number, device expiration date, therapy dates and desc., device manufactured date: updated. (B)(4)